Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek xs system 1 (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.

Event description:
Caller states patient tested 5.2 inr on coaguchek xs system 1 and 5.3 inr on coaguchek xs system 2 while a comparison lab returned as 3.8 or 3.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however product will not be returned.